Manufacturer narrative:
(B)(4). Date sent: 06/15/2020. D4: batch # t5f054. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the suture was not received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Was the device difficult to fire? Not difficult to fire. 2. Was the force to fire higher than expected? As normal 3. Could you please clarify if the donuts where inspected? Not available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the device difficult to fire? 2. Was the force to fire higher than expected? 3. Could you please clarify if the donuts where inspected? 4. If yes, were they complete? Per video evaluation: upon visual inspection of one video, the following was observed: the video shows a device from anvil area from top view with the washer cut and two tissue donuts. Also, the suture appears to be without cut. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event

Event description:
Cutting issue. It was reported that during the low rectal cancer resection surgery, after fired, noted that staple line was good, but the suture in the bag wasn't completely cut. When removing the device, the suture in the bag drew the anastomotic site. Suture was used to complete the surgery. There was no patient consequence reported. No additional information can be provided.